Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited pacing impedance measurements of >3000 ohms. A guidant technical services (ts) consultant recommended evaluation of this lead. The health care professional stated that the physician is aware of this elevated impedance, and decided to follow the patient without invasive evaluation. Ts reiterrated the importance of the high impedance measurement. In addition, ts discussed the expected longevity for this device (which remains at beginning of life). To date, there have been no reported patient symptoms associated with this clinical observation.